Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency a patient was treated with juvéderm® volux¿ or juvéderm® voluma® with lidocaine in cheek. Patient experienced ¿abscess in cheek and non-serious red lump on cheek, and cheek started to go red with botulinum toxin type a general powder for solution for injection." The physician prescribed the patient five days of flucloxacillin and now at day 4 there had been no improvement. The abscess in the cheek was drained in hospital and had been put on a course of antibiotics and pain relief. Event ongoing.